Event description:
Patient reported that she had a biopsy at the dermatologist and purchased cvs heavy duty waterproof adhesive bandages to cover the spot. Patient alleges that the use of the bandage resulted in a blister turned rash. Patient reported that they have never had this reaction from a bandage of any brand prior to this. Patient noted their concern about potential scarring. Additional information received on 2 october 2024: patient reported that over a week later after steroid cream has been applied, she is still experiencing a rash that appears to be turning into scar tissue on top where the blister was.